Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated about 2.5 weeks after implant in 2012, he went through withdrawals and had a metal taste in his mouth, and they had to fix the catheter. The patient stated he had morphine in his pump at that time, but did not know the dose and concentration.